Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the femoral component at the bone to cement interface. Unknown cement is used. It also states that the femoral component removed easily and appeared that cement had not adhered to the bone. Femoral collapse was also reported.

Manufacturer narrative:
(B)(4). Investigation summary:no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.